Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope in which they reportedly injured their leg during that time and were hospitalized. Technical services (ts) reviewed the electrogram (egm) in which rv noise, oversensing and asystole of greater than two seconds were observed. Ts noted that this seemed to be a chronic issue as there were other episodes of rv noise, oversensing and asystole of greater than two seconds were observed, one which included inappropriate anti-tachycardia pacing (atp). The oversensing appeared to be myopotential. Ts discussed troubleshooting options. The lead remains in service. No additional adverse patient effects were reported. Additional information was received that the patient elected to have tachycardia therapy disabled due to their advanced age. The device was reprogrammed to increase the sensitivity. The syncope was determined to be from a non cardiac event. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed to reprogram the device to turn off tachy therapy.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope in which they reportedly injured their leg during that time and were hospitalized. Technical services (ts) reviewed the electrogram (egm) in which rv noise, oversensing and asystole of greater than two seconds were observed. Ts noted that this seemed to be a chronic issue as there were other episodes of rv noise, oversensing and asystole of greater than two seconds were observed, one which included inappropriate anti-tachycardia pacing (atp). The oversensing appeared to be mypotential. Ts discussed troubleshooting options. The lead remains in service. No additional adverse patient effects were reported.